Event description:
IV tubing was being used to deliver tpn. Nurse came into room and found IV tubing leaking onto floor. The leakage was at the cassette alignment magnet pins. No patient injury. New tubing was used.